Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found stent damage. Struts in the proximal and middle sections were found to be lifted and pulled distally. The stent was secured on the balloon and no movement was noted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 15-mar-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre dilatation, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.